Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal protective sleeve was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service technician, indicates that the distal protective sleeve was burnt. There was no patient involvement.